Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported the patient (pt) reported that this morning when they went to go charge their implant their controller would not turn on at all; patient services (pss) understood this as the controller was unresponsive. Pss had pt reset their controller. Pt saw no visible damage to the battery pack or controller contacts. After reset, pss had pt plug controller into the ac power supply without the battery pack inserted. Pt said that the controller powered on. Pss then had pt insert the battery pack into the controller while still plugged into the ac power supply and pt said that the controller was not blinking green. Pt confirmed that the ac power supply was lit up green in the outlet. Pt said they did not have their controller plugged in last night to charge. Pt said "I was going to charge it up and it was like down and you know it says you must charge your (pt didn't clarify what your was after they said this and then continued to say) and I went to charge it and it says nothing"; pss understood this as pt was referring to their controller when they said "your".

Manufacturer narrative:
Concomitant medical product: product ID 97745bp lot# nlh043525n product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), h3: analysis of the 97745bp battery pack (serial number (B)(6)) revealed no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.